Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. The rv was repositioned; however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.